Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. H3: analysis found stuck pin on pi dock pcb, power management pcb failure. H6: imdrf annex code c0201 is applicable for this device continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; h3: analysis did not find any fault with this device. Software upgraded to 1.4.3 h6: imdrf annex code c19 is applicable for this device product ID: nim4cpb1, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4). H3: analysis did not find any fault with this device. H6: imdrf annex code c19 is applicable for this device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that there were multiple issues with the case. Pi box with sn (B)(6) randomly stated it needed to be upgraded in the middle of the case. The system did not alert the physician that is was not monitoring. Hooked up pi box sn (B)(6) and initially connected wirelessly but later checked and was not connected. Got electrode off message but no audible tone. They got message that is was out of measurement range and was trying to connect wirelessly even though was wired. Again, not getting any sort of audible tones that there was an issue. Switched to nim 3.0 and connected correctly but the nerve would not stimulate. Also tube appeared to have a leak in the cuff switched tube ,second nim tube used with same serial number had a cuff leak. Also, stimulated when initially used and then would not stimulate the nerve later in the case. Delay of 15 minutes. No injury to patient.